Event description:
It was reported from a marketing evaluation, the device clogged twice, there was a need to use more coag. During the adenoidectomy part of the procedure, the device end broke x2.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies. End of report.